Event description:
Pt underwent a matrix mis case approximately one month ago. The pt complained of pain and f/u x-rays showed screws to be malpositioned, causing impingement on a nerve root and the second screw was in the disc space. Pt underwent revision surgery on (B)(6) 2012 to remove and replace the hardware. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or catalog number or lot number provided.

Manufacturer narrative:
The complaint description discusses how the poly head was pushed up against the sacrum bone. The technique guide is clear in stating that the polyaxial screw head must be free and mobile after insertion to allow accurate alignment to the rod. It also states that the head alignment tool is to be used to position the head and insure the head is mobile and free of surround anatomy prior to rod insertion.